Event description:
The device was used in a laparoscopic cholecystectomy. It was reported the surgery was completed uneventful. The pt went home the following day. The pt was readmitted with severe abdominal pain 4 days later and was transferred to another facility. The pt had another surgery and no other details are available. The instrument is not being returned for analysis.